Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, the user inadvertently pushed the wrong button. When the user reinitiated the load process, the user stated that the cartridge would not snap into place. The user's blood glucose (bg) level was reported to be "a little north" of 200 mg/dl. Reportedly, the bg level was below 250 mg/dl; however, an exact value was not provided. The user would load a new cartridge.